Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the lead had migrated. Reprogramming was attempted. Surgical intervention was taken on (B)(6) 2018 to reposition the lead. Issue has been resolved.